Manufacturer narrative:
(B)(4). Review of the device history record for 00515047500, lot number 63504679, identified no relevant deviations or anomalies. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the battery pack over heated before use. No adverse events were reported as a result of this malfunction.